Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. The patient had medical consultations and no medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davolflat mesh. The patient had unspecified injuries, including consultations with medical providers. The patient is making a claim for an adverse patient outcome against the bard/davol flat mesh. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. The patient had medical consultations and no medical records have been provided. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 years 5 months post implant of bard flat mesh, patient had abdominal pain. The instructions-for-use supplied with the device list pain as a possible complication. Review of manufacturing records shows product was manufactured to specification. Note, the manufacturing date (15-mar-2012) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol flat mesh. The patient had unspecified injuries, including consultations with medical providers. The patient is making a claim for an adverse patient outcome against the bard/davol flat mesh. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with abdominal laxity and chronic seroma cavity thereby underwent open repair with the implant of bard flat mesh. Per operative notes, ¿the entire anterior and posterior abdominal wall seroma was excised. A piece of bard flat mesh was placed on the abdomen in an onlay fashion and secured from the pubis lateral to the rectus sheath superior to umbilicus using sutures.¿ (B)(6) 2017 - patient visited hospital for abdominal pain. Attorney alleges that the patient had mesh shrinkage, pain, infection, painful intercourse, loss of intimacy, weight gain and emotional injuries.